Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter from the site. The hospital employee at the or stated that the broken fragment was retrieved laparoscopic during the da vinci surgical procedure. The initial reporter also indicated that no patient harm, adverse outcome, or injury occurred as a result of this incident. The harmonic ace curved shears insert has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the harmonic ace curved shears insert broke off, fell into the patient, and was retrieved. There is no indication that the patient experienced a serious injury because of the reported issue.

Event description:
It was reported that during a da vinci hysterectomy procedure, the harmonic ace curved shears insert broke off and fell into the patient. According to the initial reporter, the surgical staff was able to retrieve the broken fragment. The surgical procedure was completed using a replacement harmonic ace curved shears insert. No patient harm, adverse outcome, or injury was reported. The harmonic ace insert will not be returned, it has been scrapped by the customer.